Manufacturer narrative:
Retainer ring: black. The insulin pump was received with a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test and self test. However, moisture damage was found on the electronic assembly, vibrator, motor and battery tube assembly noted during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the customer was in pool and insulin pump started buzzing. The customer stated that the battery compartment was wet. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.